Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity, lung disease and death. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and found error code 62 (err_stuck_ramp_key). There was no evidence of foam particles or degradation. The contamination was solely caused by dust and there was no contamination caused by smoke or insect infestation. Lastly, the device was cleaned and disinfected and passed all testing. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. The b5-describe event or problem and h6 -(device) problem code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity, lung disease and death. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and found error code 62 (err_stuck_ramp_key). There was no evidence of foam particles or degradation. The contamination was solely caused by dust and there was no contamination caused by smoke or insect infestation. Lastly, the device was cleaned and disinfected and passed all testing. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.